Event description:
Consumer was trying to take out her tampon and the string came out with nothing attached. The tampon remained inside of her with no string. Consumer tried to remove the tampon herself unsuccessfully. She was able to remove the tampon with the help of a friend.

Manufacturer narrative:
(B)(4). This closed out the report unless additional significant information is received.